Manufacturer narrative:
Patient weight was unavailable from the site. On (B)(6) 2015 a medtronic field service engineer visited the site to test the system and found 0 volts on pins 5, 6, and 7 of j7, indicating bad batteries in tray 4. Replaced tray 4 batteries. Performed gain calibrations. System is ready to use and fully functional after battery replacement. System passed all functional tests. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the o-arm system was unable to take 2d or 3d images during a spine surgery. The system was plugged into the wall and powered on overnight. When the system was unplugged from the wall, the x-ray battery indicator showed no battery charge. They restarted the mvs/oarm without resolution. They removed the system from the or. The surgeon completed the surgery without the o-arm, using standard fluoroscopy instead. The case was delayed 30 minutes to an hour while they were trying to charge the o-arm. No patient harm.